Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s high blood glucose level was 30 mmol/l and low 3.6 mmol/l. The customer was treated with the manual injection for high blood glucose and with carbohydrates for low blood glucose. The customer reported that the infusion set cannula was bent. The customer troubleshooting was performed for high glucose and bent cannula. Customer was neither in emergency room nor admitted into hospital as a result of high blood glucose. The customer stated that the drive support cap appears normal. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.